Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. There was no reported impact to the customer's blood glucose level. There was no noticeable damage to the pump or cartridge. Replacement cartridges were sent to the customer.